Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the casters to repair the bed.

Event description:
Info rec'd indicates if the foot end brake pedal is set, the brakes would hold, but if head end brake pedal was set, the brake would pop out of pressure was placed on bed.